Manufacturer narrative:
(B)(4). Product was returned and evaluated with no defect found. Most likely underlying root cause: mlc-61-improper use / mishandled by end user. Note: manufacturer made contact with customer to ensure that the initial concern is resolved - able to establish contact with customer who indicated that discontinued the use of our product.

Event description:
Consumer reported complaint for pen needle. Customer stated that bought two boxes of pen needles that will not aspirating. Customer states this is occurring while trying to use her humalog and lantus insulin if customers pen needle would not aspirate customer states she would not use that needle. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed.